Event description:
The customer reported that the cleaning brush tip fell off inside of the olympus lucera elite gastrointestinal videoscope. According to the initial reporter, this event occurred during reprocessing and had no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.